Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(4), was received at acist for evaluation on (B)(6) 2019. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The acist consumable kits used during the event were discarded by the user facility and the lot numbers are unknown; therefore, acist is unable to investigate these items. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Based on the testing and evaluation of the cvi injection system, there was no evidence of device malfunction related to this event. The cause of the event is inconclusive. This report is considered closed.

Event description:
Event information was received by acist medical systems, inc., via a user facility medwatch (report number 2100490000-2019-8003) provided by the FDA. During a cardiac catheterization procedure using the acist angiographic injection system, model cvi, air was injected into the patient's coronary artery upon the third injection of contrast media. The patient experienced hemodynamic deterioration and ventricular fibrillation. The patient was resuscitated and intervention to the coronary artery was completed.